Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07311. It was reported during an ipg replacement procedure (related manufacturer reference number: 3006705815-2022-14394) that both of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced with a penta lead to address the issue. Therapy was restored post procedure.